Event description:
It was reported by svc report that the CPR mechanical position cable was broken at the connectors with exposed wires. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed bare wire on broken CPR mechanical position cable.